Event description:
It was reported that during a laparoscopic gastric bypass procedure, surgeon stapled white reload on small bowel, closing the otomy of jejunojejunostomy. Staple line was bleeding; upon examination of staple line, surgeon noticed that some staples had not formed at all - were still in the open leg position, but on some the legs were bent a bit. There were a number of staples like this at the proximal end of staple line, but seemed to staple fine at distal end. Surgeon over-sewed staple line. Case completed with new stapler. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device (b) was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed staples were noted during functional testing. The device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one gst60w cartridge reload was received. The reload was received fully fired and in good visual conditions. No further functional test could be performed due to the condition of the reload. The returned cartridge was disassembled in order to verify the condition of internal components and no anomalies were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.